Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a transmitter stopped working occurred for transmitter with serial number (B)(4). However, data was evaluated and the allegation was confirmed for transmitter with serial number (B)(4) as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.